Event description:
It was reported that following a fall patient experienced ineffective therapy. Patients lead has high impedances and patient is unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein extension was explanted to address the issue. Impedances have cleared.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.